Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and spinal pain. An alleged overdischarge was reported. The patient remembered recharging around christmas and thought therapy was working, but it ran out over the weekend prior to (B)(6) 2017. The patient thought something was wrong over the weekend as they had increased neck pain and stiffness when turning their head and on (B)(6) 2017 they attempted to communicate with the ins and couldn¿t. Communication could not be established with the recharger, physician programmer, or patient programmer. They performed antenna locate and a physician recharge mode (prm) and after about two minutes into the prm the recharger flipped over to a normal recharging session and showed power on reset (por). It was reported that the patient had a previous history of two overdischarges. With one of the previous overdischarges they told the patient how to do a prm at home, and at home the device flipped over to a normal recharging session but the patient didn¿t see any error codes and was able to turn on the device right away. The pain and stiffness began in (B)(6) 2017. While the patient was in the office recharging, they accidentally pressed the ins off key on the recharger and it got stuck and wouldn¿t allow them to bypass the por. They left the room then came back and the por message had been bypassed. No out of box failure was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the power on reset (por) was cleared in the office and the patient was using their device again. The manufacturer representative stated that the patient¿s pain was well controlled now, as it was before the issue.